Event description:
Customer reported leaking from a smartsite valve while in use on a patient receiving an insulin drip to treat dka. The patient's glucose level was not dropping as expected so the nurse investigated and found that the bedding was wet. A leak was found at the second smartsite valve on the primary i.v. Set. The set was changed and the infusion was continued. Additional blood draws and insulin were required. Although requested, no further patient/ event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.